Event description:
Pt reported the display on the infusion device is missing some pixel lines and pixel columns. Pt stated the digits are damaged. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided, in the supplemental report.